Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the initially unidentified lens was returned and identified by evaluation. The lens had been returned submerged in solution in a contact lens case. The lens was cleaned and allowed to air dry. Small areas of cosmetic imperfection that appeared as haze were observed outside central optic zone. Results from the product history record review indicated the products met release criteria. The optical resolution of the returned lens is acceptable. The lens would be considered cosmetically unacceptable and will be reviewed with the cosmetic inspection personnel. The root cause cannot be determined for the reported complaint of ¿optic clouded up, considered to affect visual acuity¿. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. The optical resolution of the returned lens was tested and shown to be acceptable. The areas of cosmetic imperfection observed outside the central optic zone may have been interpreted by the customer as the reported complaint of ¿clouding up¿. No other 'cloudy' areas were observed. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the iol optic clouded up and was considered to have affected the patient's visual acuity. Therefore, the iol was exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).